Event description:
It was reported that tandem mobi pump issued cartridge alarm during use. There was no adverse impact to the customer's blood glucose level. Customer reloaded original cartridge, resumed insulin delivery, and planned to monitor for recurrence, and technical support did not perform additional troubleshooting and took no further action.